Event description:
This is 2 of 2 reports for the same event reported on complaint (B)(4).

Manufacturer narrative:
An additional evaluation was performed by synthes (B)(6) and the report indicates: the measurable dimension of the returned articles were checked and found to be in compliance with the technical drawings and ao/asif specification. Also the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. Further, and although the exact cause of this event/occurrence could not be determined, it is suggested the complaint condition is likely the result of the locking caps not being tightened with appropriate tools (without counter-torque instrument or without tube). Implant date was reported as (B)(6) 2013. This is incorrect as the device was never implanted during the procedure and was removed.

Event description:
Device report from synthes (B)(4) reports an event in india as follows: during a procedure on (B)(6) 2013, both the single and double step locking caps popped out. This occurred during the final tightening. The surgeon removed the screws and swapped them out for new ones. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.